Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope, had image abnormality. The issue occurred during preparation for use. The intended procedure was completed with another similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the color tone of the image is abnormal, (image is only magenta or green). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was reproduced. During the evaluation it was found that due to damage on charge-coupled device unit in the endoscope connector, the color tone of the image is not proper, (image is magenta or green only). Also due to damage on video plug, color tone of the image is not proper, (image color is magenta or green only). Additional findings were as follows: due to damage on charge-coupled device unit, a noise image occurs, because electrical contact of video connector is shaved, a noise image occurs, the bending section cover has a scratch, the adhesive on bending section cover has a chip, the control unit, the grip, the up/down plate, the right/left plate, the angulation lever, the switch1, the light guide connector, the light guide cover glass, the video connector, all had a scratch, due to wear of angle wire, bending angle in up direction does not meet the standard value, and due to damage on lock engagement lever(sp), bending section cannot be fixed firmly. Based on the results of the investigation, that due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subjected event. However, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image. Confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor the field performance of this device.